Event description:
It was reported that he crew responded to a pt, believed to be suffering from a stroke. It was later confirmed that the pt was not a cardiac pt. While monitoring, the crew turned off the device to bring the pt into the ambulance. When the pt was inside the ambulance, they tried to turn back on the device but it would not power on. It was reported that the device failure did not affect the pt's outcome.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.